Event description:
The customer reported that the central nurse's station (cns) did not alarm when the patient's heart rate dropped on one of the transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm when the patient's heart rate dropped on one of the transmitters. No patient harm or injury was reported. Investigation summary: the event and cns event logs were investigated by nihon kohden corporation (nkc). The results are as follows: it was supposed that the bradycardia alarm didn't generate since the average heart rate was not under 50bpm at around 12:30. The total 3 rr interval was about 3.2 seconds. Because the average heart rate is calculated by averaging the rr interval 12 times, the average rr interval is 1.066 seconds (=3.2 seconds x 4 times / 12 intervals) and the average heart rate is 56bpm (=60/1.066 seconds). However, the average heart rate of the bradycardia which is 50bpm or less is calculated by averaging the rr interval 4 times. The longest rr interval is about 1.4 seconds, and the heart rate becomes lowest if there are the 2 longest rr intervals in the 4 rr intervals. The average rr interval at this time is 1.15 seconds (= (3.2 seconds + 1.2 seconds) / 4) and the average heart rate is 52bpm (= 60/1.15 seconds). Thus, the bradycardia alarm didn't generate since the heart rate dropped to just 52bpm. No malfunction of the cns was identified.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm when heart rate dropped on one of their transmitters. No harm or injury was reported. The customer will be sending their cns log files for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a transmitter was used in conjunction with the cns, and it's not the device that experienced failure. Attempts to obtain the following information were made, but not provided: transmitter - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) did not alarm when heart rate dropped on one of their transmitters.